Event description:
The reporter stated the surgeon attempted to insert a +20.5 diopter cc4204bf collamer single piece lens but the foam tip plunger jammed. The lens became stuck in the injector and there was no patient contact. The reporter stated the event may have been due to the foam tip plunger. A different type lens was implanted.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens and cartridge were returned. Visual inspection found the lens stuck in the cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. It should be noted that the injector was not returned for evaluation. H6. Method: lens work order search, cartridge lot number search. Results: a lens work order search was performed, and no similar complaint was found. A cartridge lot number search was performed and no similar complaint was found.